Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeezed (ms) pump was microscopically inspected, and the pump tubing was cut down to the pump block, the tubing was not returned for analysis. The ms pump passed the leakage and functional testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination when the pump was pressed it was dimpled. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination when the pump was pressed it was dimpled. The pump was explanted and replaced. No patient complications were reported.